Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient had an infection at the ipg site. Surgical intervention was undertaken wherein the ipg was explanted to address the issue.